Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission. False positive bradycardia and pause episodes were noted on the patient's device. The device was explanted and upgraded to pacemaker. The patient was stable.